Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A guide wire was returned and it was noted that the guide wire was separated to the rotablator plus unit. Kinks were noted in the guide wire. It was noted that the distal coil of the rotablator catheter was broken and stretched, and the burr was detached from the distal coil and was stuck on the guide wire spring tip. The burr was removed from the guide wire without any issues. The burr was microscopically examined. The annulus of the burr was found to be misshapen and damaged. The distal coil was broken and the remaining coil was stuck in the proximal end of the burr. A visual examination of the complaint unit was carried. The advancer knob was returned in a backward position; it was loosened and advanced in order to inspect the handshake connection. The handshake connection was inspected and no damage was noted. A handshake connection test was attempted to examine the integrity of the connection and no issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a burr tip detachment occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous left anterior descending (lad) artery. During the procedure, it was noted that the burr tip was detached from the catheter shaft. The burr and guide wire were removed together as one unit. The procedure was completed with a different device. No patient complications reported and the patient's status was fine.

Event description:
It was reported that a burr tip detachment occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous left anterior descending (lad) artery. During the procedure, it was noted that the burr tip was detached from the catheter shaft. The burr and guide wire were removed together as one unit. The procedure was completed with a different device. No patient complications reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).